Manufacturer narrative:
(B)(4). Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by the sales rep via phone that during a rotator cuff repair procedure the customer's vapr 3 footswitch did not ablate or coagulate. The case was completed with another like-device with no patient harm or delays. The sales rep was not present for the case and could not provide any additional information. The device is being returned for evaluation. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the complaint device was received and evaluated. Visually, the device seems worn as expected. The device seems to be rusty, more excessively on the pedals. Visual nicks, and scratches were observed, indicating heavily usage in the field. Via functional testing the complaint device was connected to a test generator. Default settings were present, indicating the device was recognized by the generator. By using a test electrode, the complaint device was activated. The coagulation pedal worked as intended, however the ablate pedal did not function. This complaint for will not coagulation is not confirmed. However the complaint for will not ablate is confirmed. Possible root cause for the none functional ablate pedal could be corroded internal electrical components. The center mode button was broken off, the broken mode button was not returned. Possible cause for the broken mode button could be from aggressive usage or device mishandling. The DHR review indicated that this batch devices were processed without incident, therefore, there is no evidence of manufacturing anomalies on the records reviewed. A complaint search in depuy synthes mitek complaints system revealed no complaints of any type for this lot of devices that were released to distribution. And at this time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).